Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was air in the line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 23015281 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set had air bubbles. The following information was received by the initial reporter with the verbatim: received email from tm requesting assist with customer email inquiry "we are having an issue with the saline not completely covering the filter in the blood tubing. Can you help with this issue or direct me to whomever is needed? The email below is from one of our bedside nursing supervisors. The blood tubing we currently have when priming the tubing with saline, an air bubble forms right below the blood filter and it is hard to get it out.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set had air bubbles. The following information was received by the initial reporter with the verbatim: received email from tm requesting assist with customer email inquiry "we are having an issue with the saline not completely covering the filter in the blood tubing. Can you help with this issue or direct me to whomever is needed? The email below is from one of our bedside nursing supervisors. The blood tubing, we currently have when priming the tubing with saline, an air bubble forms right below the blood filter and it is hard to get it out.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.